Event description:
It was reported that the duodenovideoscope had a sponge in the working channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the light guide lens and objective lens had a crack, inside of light guide lens has discoloration, gap in adhesive area between z-block (server plug-in) and distal end. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Moreover, the most probable cause of additional malfunctions found during the investigation is traced is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.